Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set during therapy. Baxter's technical service center assisted the home patient in ending therapy early.